Event description:
The customer contact reported during routine testing at the user facility, unspecified device damage was noted due to leakage from the disposable batteries. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
The device was received. The investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.